Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complications cannot be determined. There is no allegation a da vinci system, instrument, or accessory caused or contributed to the post-operative perforations. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: force bipolar (part #441405-06; lot #n10210208-0239; uses remaining: 5). This event is being reported due to the following conclusion: it was reported that after a da vinci-assisted ventral hernia procedure, the patient returned to the hospital due to perforations that were reportedly not due to a da vinci product according to the robotics coordinator. It is unknown what medical/surgical intervention was performed to resolve this event. Note: the post-operative complication (i.e. Perforations) was reported by the site's robotics coordinator during follow-up investigation of a force bipolar instrument (part #441405; lot #n10210208-0239) that broke inside the patient. Refer to medwatch report with MFR report #2955842-2022-12724.

Event description:
It was reported that after undergoing a da vinci-assisted ventral hernia procedure, the patient returned to the hospital due to unspecified perforations that were reportedly not due to a da vinci product. This information was reported from the site's robotics coordinator. The robotics coordinator could not provide any additional information regarding the reported event such as what specific tissue was found to be perforated or what medical/surgical intervention was rendered due to the post-operative complications. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.